Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display, off no power anomaly and frozen screen. Customer's blood glucose level was 321 mg/dl. Troubleshooting for blank display was performed. Customer replaced the battery as a result of the off no power and low battery alarms. However, the display screen was blank after the battery was replaced. Customer also reported spi to motor pic communication error alarm which was recurring frequently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. The pump passed the displacement and self tests. No off no power alarm, blank display, frozen screen, or other alarms noted during testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.